Event description:
Veterinarian reported that the small battery drive had low rpms and no power (unit died) during a knee procedure. New batteries were placed in the small battery drive, and the hand piece did not work. During testing the next day, the small battery drive had sound, but no power. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Synthes lot number is 494231. (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder